Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. It was reported that both anspach motors were operating at 20% and have little to no torque.

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor operating at 20% and have little to no torque. Method & results: -device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was not confirmed. -device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. -complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor operating at 20% and have little to no torque failure of p/n: 110940, s/n: (B)(4). There have been no other similar events for the referenced serial number. Trend request for this part number has been submitted (trend request (B)(4)). Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by (B)(4) (engineer, r&d robotics) and the reported event was not confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request (B)(4) has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. It was reported that both anspach motors were operating at 20% and have little to no torque.